Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms beginning 10 days post implant. Review of the lead to device header connections were verified to be appropriate through x-ray. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that surgical intervention was undertaken. A loose rv set screw was identified. The set screw was tightened and measurements were noted to be stable and within normal limits. The device and lead remain implanted and in service. No additional adverse patient effects were reported.